Manufacturer narrative:
The t:slim pump user guide indicates that the pump is intended for use for individuals 12 years of age and greater. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump shutdown while customer was sleeping due to low power. Contact reported that shutdown was expected as customer did not charge the pump and battery gauge was low. Reportedly, customer's blood glucose level was elevated to 328 mg/dl. The customer charged the pump and re-loaded the same cartridge to resume insulin.